Event description:
It was reported that the patient presented in clinic for dual chamber aveir implant. During the procedure, the atrial lp was noted to exhibit low pacing impedance and high capture threshold, indicating poor positioning on fixation. It was decided that the atrial device should be repositioned. The device did not release from the atrial wall, and after pulling on the device, it was observed that the helix became stretched. A new atrial device was attempted. The patient¿s blood pressure started to crash. The patient was found to be in cardiac tamponade. A pericardiocentesis was performed. The patient stabilized and the procedure continued. As the device touched the atrial wall, the patient crashed. The patient was pronounced deceased on (B)(6) 2025.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.